Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the instrument and confirmed issue. The fse replaced the ise buffer syringe, electrodes, and buffer tubing which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of erroneous low patient results for sodium (na) and chloride (cl).there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided example of false result.